Manufacturer narrative:
Results of investigation: vyaire medical was unable to confirm and duplicate the issue as there was no failure found. Bench testing was carried out using a well-known good ac adapter, patient circuit, and test lung. The unit was tested to ensure proper operation. Bench testing reveals no vent anomalies during ventilation. Vent completed 311 hours of extensive tests at customer settings with no unusual alarms or errors. The vent passed the initial final test and the initial alarm volume test utilizing an automated test fixture that checks the overall operation of the vent, including multiple alarm, leak, and ventilation function tests. The vent was opened and evaluated; no anomalies were discovered. Process vent through service for a full calibration check to ensure that all manufacturing specifications and standards are met. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
The customer reported to vyaire medical the revel ventilator have an 'unrecognized code'. During patient use. Furthermore, there was no patient harm associated with the event.